Event description:
It was reported while unloading a hostile patient from the ambulance, the stretcher did not engage with the hook and lowered from the ambulance. There were no reports of injury as a result of the incident. The medic crew reported the incident occurred very quickly and they were unsure what the contributing factor was. They did not observe any damage to the stretcher. An authorized field technician was dispatched to the customer location to conduct a visual and functional evaluation of the stretcher. The safety bail was found to be operating properly as was the overall function of the stretcher. Aside from observations of normal wear and tear, there was nothing found that would have contributed to the incident.